Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that a thrombus occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure and a watchman laa closure device was implanted. Patient presented for 1-year follow up transesophageal echocardiogram (tee) and an echodensity consistent with a possible thrombus was seen. The appendage appeared closed. Patient was on 81mg of aspirin daily, and will restart coumadin. A repeat tee will be performed in 6 weeks.